Event description:
The manufacturer received information from customer in reference to a dreamstation auto CPAP with an allegation of foam recall potentially impacting end user's health. There was no report of serious injury or harm. There is no medical intervention was specified. Device missing accessory port flip door, sd card and filter. Using a known good power supply and power cable, product investigation laboratory verified the base unit provided airflow. During the investigation, there is unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller and rear panel o-ring. Product investigation laboratory confirmed the presence of degraded sound abatement foam using a fitt, the issue of degraded sound abatement foam is addressed by CAPA 7211. There were secondary findings observed like care orchestrator data unavailable, 0 errors, 0 blower and 0 therapy hours. A keratin-like substance was observed around the blower box has been previously addressed. Product investigation laboratory is unable to directly address the symptoms outlined in the complaint and can confirm that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. Product investigation laboratory can confirm the presence of contamination in the airpath.